Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, lens was explanted due to the markings. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
Correction information was provided in b.5.,d.10.,e.1.,h.6 and h.11. Correction information: imdrf health impact code f1903 was removed and f24 code was added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, in multiple patients the lenses were implanted because the markings were in far periphery or near optic haptic junction. Follow up had done with patients and all are fine, vision was fine with no issues. Surgeon believes it was not due to lens loading (all the nurses were very experienced and they have been doing it since long time). Surgeon thinks it was due to the cartridge possibly having a fault and not with the injector as plunger looked fine and straight to her under the microscope. However, surgeon said they are very experienced staff and know which cartridge sizes to use.